Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: red encapsulation; red particle material on the shell; opening.

Event description:
Patient reported " implant rupture", swelling, lump and anxious". Healthcare professional noted rupture and a benign lesion. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported " implant rupture", swelling, lump and anxious". Healthcare professional noted rupture and a benign lesion. Device remains implanted. This relates to the right side.

Event description:
Patient reported " implant rupture", swelling, lump and anxious". Healthcare professional noted rupture and a benign lesion. Device remains implanted. This relates to the right side.

Event description:
Device has been explanted.